Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated sodium result generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6) initial result = 198 meq/l, repeat = 135 meq/l a new sample was collected and generated a result of 139 meq/l no impact to patient management was reported.

Event description:
The customer observed a falsely elevated sodium result generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6)initial result = 198 meq/l, repeat = 135 meq/l a new sample was collected and generated a result of 139 meq/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed leaking 1 ml syringes on the ict aspiration pump. The fsr replaced the 1ml syringe which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any similar issues related to the alinity c system, 1 ml syringe, or discrepant results as described in this complaint. A review of tracking and trending for the 1ml syringe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6)or the 1ml syringe was identified.section g1 has been updated to current contact information.